Manufacturer narrative:
Evaluated one open/used reservoir and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into insulin pump. Conclusion: reservoir not leaks, no air bubbles and no occluded.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was over 450 mg/dl. Device had alarmed no delivery alarm during prime. During troubleshooting, insulin exited with manual prime. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.